Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in the treatment were used in the endovascular treatment of the patient for resolution of a type ia endoleak in an manufactures stent graft system. It was reported approximately 2 years post the index procedure the patient expired. Per the investigator the cause of the event is currently unknown. No additional clinical sequelae were reported and the patient has expired.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.